Event description:
After 1 day of service life the device was returned for analysis because the pt started having a coma, the physician suspected an overinfusion and immediately removed the system ( pump+catheter). The pt recovered.